Manufacturer narrative:
Device evaluation: a review of the device history records and quality records associated with this manufactured lot confirmed that no additional complaints have been filed and that no abnormalities were reported with this product during manufacture. One suture shuttle needle was returned for evaluation. Visual examination confirmed the reported complaint of the needle tip breakage. The needle has broken at the suture pick-up slot. Proximal to the break there is visible signs of material galling. The remaining portion of the needle was inspected dimensionally and found to meet print requirements. Due to these observations no root cause related to the manufacturing process can be established. (B)(4).

Event description:
During a rotator cuff repair utilizing suture needle shuttle sterile, it was reported that the surgeon noticed tip of the needle was broken after use. The piece was not found. An intra-operative x-ray was taken and the piece was not seen in the patient. It was reported to be just the tapered tip and the surgeon suspects that it was flushed out via irrigation. There was no delay. There were no reported patient injuries, complications, or post-operative adverse reactions.